Event description:
Caller reported advantage blood glucose results of 518 mg/dl, 406 mg/dl, and 206 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.